Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119476.

Event description:
It was reported, that the patient's implantable cardioverter defibrillator had migrated inferiorly. No interventions were performed. The patient's condition is unknown.